Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the insulin pump did not turn on. It was reported that the customer inserted a new battery and frozen display recurred while monitoring the insulin pump. The troubleshooting was performed and was advised to insert a new battery and display did not return after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a blank display. The notification light was flashing, and the vibrator was vibrating every 3 seconds. After further review, did not note any signs of previous moisture damage or corrosion on any of the boards or assemblies within the device. After swapping a known good electrical board 2 onto electrical board 1, the device powered up normally. The problem seems to be isolated to electrical board 2. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display.